Event description:
A report was received that the pt had a pinhole opening at the ipg site that never healed from the original implant procedure. The pt underwent a pocket revision procedure to relocate the ipg and to clean out the pocket site. The pt was prescribed cypro antibiotics although the physician did not find any signs of infection.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory. This is the final report.